Event description:
It was reported that a pump has a system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The device was found to be inoperable due to the reported system error 105 alarms caused by a failed motor (flex). The motor assembly will be replaced.